Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and was variable. Also the right ventricular lead integrity alert was triggered.

Event description:
It was reported that the right ventricular (rv) lead had high pacing impedance, noise, and non-sustained ventricular tachycardia episodes which triggered an alert. The pace sense portion of the lead was capped and a new pace sense lead was implanted. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.